Manufacturer narrative:
The bd vacutainer stretch latex free tourniquet is made specifically for practitioners and the facilities that choose to eliminate latex from their health care products. This product is made with synthetic polyisoprene which will not cause a latex-induced allergic reaction in latex-sensitive patients or employees. This device has a vanilla scent that masks the natural odor of the product, which from marketing testing, was not pleasing. A complaint history review was performed for the identified lot and this is the first recorded complaint. The customer returned product from the lot they reported but not the actual tourniquet which was involved in the reported incident. No issues were found with the returned product. All batch records associated with the lot were reviewed and the raw materials as well as the processing parameters were within specifications. It was also confirmed that there were no changes made to the raw materials, suppliers of raw materials or formulation of the product. The cytotoxicity, skin sensitization and skin irritation studies which were performed did not reveal any evidence that there is a potential for the product to cause any allergic reaction as was reported. Regulatory compliance will continue to track and trend this condition on a monthly basis.

Event description:
The customer reported that a tourniquet was being used by a phlebotomist who experienced throat irritation from the smell of the tourniquet and skin irritation with the use. The phlebotomist went to the employee health department and then to the emergency department. The ed physician confirmed there was a "reaction to something". No add'l info was made available due to privacy considerations.